Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose for the past few months. The blood glucose stay high, then suddenly he crashes. The caller stated that it took two hours for the high blood glucose to come down. Troubleshooting was performed, and the basal rates were correct. The customer did mention having bent cannulas, but the device did not alarm no delivery. A tubing clamp was not available to complete the high pressure test at time of call. Reviewed the alarm history and found a few no delivery alarms. Ran the displacement and self tests and passed. It was stated that the customer changes the infusion set every three to four days. Advised to change the infusion set every two to three days. No further information was provided.